Event description:
During follow-up, noise leading to oversensing and the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. The device was reprogrammed and lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.